Event description:
Additional information was received from the surgeon reporting that he was observed during lead replacement surgery that one of the helicals was off of the vagus nerve, so he believes this was causing the painful stimulation to the patient's muscles. There was no particular event that was known or believed to have contributed to the helical coming off the nerve, but he notes that she does have tonic-clonic seizures so it may have occurred from a seizure. The helical appeared to be pulled medially and pulled quite a bit. The device was turned off prior to surgery for the pain. He has not heard from the patient since surgery, so takes that as a good sign that her pain has improved/resolved. No further information was provided. The explanted lead was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
It was reported on (B)(6) 2015 that the patient was experiencing a painful, jolting sensation in her neck. The pain was constant. The device was turned down from 1.75ma to 1.25ma, but the patient reported that it was still painful. The date of onset of the pain was unknown. No known trauma had occurred. The physician performed diagnostics, and the impedance was within normal limits at 2800 ohms. It was reported on (B)(6) 2015 that the patient was referred for generator and lead replacement surgery with the device likely programmed to not delivery therapy until surgery. An implant card was later received reporting that the patient had lead replacement on (B)(6) 2015 due to pain at the lead site. The generator was not replaced. No additional relevant information has been received to date. The explanted lead has not been received by the manufacturer for analysis to date.

Event description:
Analysis of the lead was also completed. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portions of the device. Note that since the (-) green electrode was not returned, an evaluation and resulting commentary cannot be made on that portion of the lead.